Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to receiving an error on the non-tandem continuous glucose monitoring system, the customer delivered a correction bolus based on a reading from their blood glucose (bg) meter. Customer's bg decreased to 52 mg/dl. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.